Manufacturer narrative:
Investigation evaluation: due to the condition of the returned device a complete evaluation was unable to be conducted. The device was returned without the clip. The detached clip was not included in the return. (Note: the nurse lost the clip after the examination, before outside the patient.) During functional testing the device was advanced into a pentax colonoscope (2.8 mm channel) which was placed in a simulated lower gi position. The distal tip of the scope was retroflexed to simulate worst case scenario. With handle manipulation, the hook end of the drive wire was observed extending and retracting as intended. A close visual examination of the clip coil catheter show signs of excessive pressure. There are metal tabs on each side of the coil catheter. These tabs assist with clip operations. One set of tabs is bent at an angle downward. This likely occurred during handle actuation. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. The instructions for use state to verify smooth handle operation and clip action. Open the clip by gently moving handle spool distally (away from handle thumb ring). Once the clip is fully open, do not continue advancing handle spool as the clip may prematurely detach from catheter. The instructions for use state to close the clip by moving handle spool proximally until the clip is fully closed. Caution: do not continue to pull handle spool beyond tactile resistance as this may prematurely deploy clip. The instructions for use state that the endoscope must remain as straight as possible when inserting or withdrawing the device. The instructions for use instruct the user to do the following: with the clip closed and without holding handle spool, advance the device in small increments into accessory channel of gastroscope. Caution: holding handle spool during advancement may prematurely deploy the clip. The instructions for use advise when satisfied with the clip position, close the clip onto tissue by using slight pressure on handle spool, until tactile resistance is felt. Note: ensure the clip is pressed firmly against target site for maximum tissue capture. Caution: do not continue to pull handle spool beyond tactile resistance until ready to deploy the clip; otherwise the clip may not reopen. Failure to follow the instructions above can result in damage to the device which may lead to premature clip deployment however, even if the clip is not deployed, damage can occur to internal device components such as the driver legs. Once this damage occurs, the clip is in a partially deployed state and may not be able to be opened/reopened. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
On (B)(6) 2016, the following was reported to cook: during an endoscopic procedure, the physician used a cook instinct endoscopic hemoclip. The clip would not open. On 01/29/2016, the following additional information was received: the nurse lost the clip after the examination, bevor [before] outside the patient [clip deployed in the endoscope].